Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 23mmx3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non-bsc guidewire has crossed the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 3.00x24mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the device failed to cross the lesion due to calcification at the lesion site. The physician tried with some more force and found that some struts of the stent was damaged. The device was removed and the procedure was completed with 3.00x28mm promus element ¿ stent. No patient complications were reported and the patient's status was stable and responding well to medicines.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that a stent strut was raised on the stent. The stent strut damage was located on the 8th row rom the proximal edge of the stent. This type of damage is consistent with the stent getting caught on a foreign object during advancement. No other damage was noted with the crimped stent. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 23mmx3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). After a non-bsc guidewire has crossed the lesion, predilation was performed with a non-bsc balloon catheter. Subsequently, a 3.00x24mm promus element ¿ drug eluting stent was selected for use and advanced to treat the lesion. However, the device failed to cross the lesion due to calcification at the lesion site. The physician tried with some more force and found that some struts of the stent was damaged. The device was removed and the procedure was completed with 3.00x28mm promus element ¿ stent. No patient complications were reported and the patient's status was stable and responding well to medicines.